Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device is dropping clips. The surgeon stated that it was difficult to close the clip. There was no pt consequence.

Manufacturer narrative:
Tracking # 46517. Sent 12/07/1998. Ligaclip endoscopic single clip applier: based on the inquiry information received, the visual and functional inspection, it was determined that the jaw was out of alignment. The device was repaired and cleaned and polished. The device was tested and met design specifications. The device was placed in the exchange pool.